Manufacturer narrative:
(B)(4).

Event description:
It was reported that the overheating receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver charge and boot test passed. The receiver log download passed. The log was downloaded and reviewed finding firmware errors. Functional test was performed and passed. The receiver case was opened, and the internal visual inspection failed due to a damaged battery. The allegation was confirmed. The probable cause is damaged battery. No injury or medical intervention was reported.